Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while making a proximal transverse screw hole on (B)(6) 2013, there was an interference between the drill and the nail. Before nail insertion, a guiding sleeve was inserted at the stage of assembly for passage confirmation of the drill tip. The doctor confirmed that the drill went through and then inserted the nail. After the nail insertion, the doctor retightened the connecting part between the connecting screw and the aiming arm. The doctor tried to drill at proximal oblique locking, and could insert the screw without any problem. The drill interfered with the nail during the drilling. The surgeon tried handing up and handing down the device, and inserted the screw without any interference with nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.